Manufacturer narrative:
(B)(4)

Event description:
The device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. During the generator change when the device was in voo mode, the use of the plasma blade caused a loss of output. The patient was stable before during and after the procedure.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. There was no evidence of device malfunction.